Event description:
While investigation an electrode belt for an unrelated issue, a reportable problem was discovered. The belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon completion, the belt was unable to communicate with a monitor. The cause of the failure to communicate was isolated to an out of tolerance pin 37 on micro-controller u713. The root cause of the out of tolerance component was unable to be positively identified. No adverse event resulted from the defective component.